Event description:
The manufacturer has been informed of the passing of a patient who was using a rep dreamstation auto bipap device. The patient¿s wife reported receiving a letter indicating that her husband¿s CPAP device would be shipped. She clarified that her husband passed away last year and will no longer require the device. According to the system records, the device was shipped out a couple of years ago. However, the wife confirmed that she does not have the device in her possession. No further details were provided, and there is no indication that the device contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.